Event description:
Customer's wife reports back to back testing on the same meter while using the aviva system with results of 207mg/dl, 125mg/dl, 188mg/dl and 346mg/dl. No quality controls were run during the call. No adverse event reported. Wife reports there are no strips left; a replacement was sent.